Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(6) has been completed. The reported problem was confirmed. Upon receipt, the connector housing was broken and the connector nut was missing. The root cause of the damaged connector was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
The patient service representative (psr) assisting a (B)(6) male patient contacted zoll lifecor customer support to report that the screw connecting the monitor broke off. The patient's electrode belt was replaced.